Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient experienced a urinary tract infection (uti) and sought medical attention. The event was assessed as moderate and unlikely related to the study device or procedure. The event resolved on (B)(6) 2013.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 21 years of age.   The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported the device was not used past its expiry date.   This event was also reported to the FDA in a (B)(4) uphold lite 522 postmarket study status report.   The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.